Manufacturer narrative:
The customer declined service, support, or repair. No results available since no evaluation performed.

Event description:
It was reported to philips that the ac indicator light was not working. There was no reported patient involvement/adverse patient impact. This report was generated pursuant to quality plan (B)(4) - quality plan ¿ ecr als service record remediation.